Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had experienced low blood glucose or hypoglycemia and was treated by carb intake. Customer¿s blood glucose value was 112 mg/dl. It has been reported that there was a issue with username and password. Troubleshooting was not performed as it was declined by the customer. No further patient complications were reported. The product (mmt-6101) will not be returned for further analysis.